Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 21 days after implant placement. This was not a fracture case, as noted on the form and the product is still intact. When dentium staff, mk reached out to the office for clarification, ena (dental assistant) confirmed that the implant was removed and covered. The bone quality was type iii. The oral hygiene around implant site was good. Slight discomfort was observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.